Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 (UDI#), h4. Proposed g-code: mechanical (g04) - drill. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the provided pictures identified the cracked tip. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the surgeon went to do a shoulder arthroplasty. During the procedure, the tip of the reamer was noticed as cracked and removed from the operating room. A consignment reamer was used to complete the case. No adverse event has been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Cmp- (B)(4). G2: foreign- canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.